Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 20588221, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing non-target stimulation due to the leads had migrated. Imaging revealed that the leads had moved. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.